Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure due to the patient experiencing blurry vision post implant. It was stated that a replacement lens was implanted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/04/2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with one broken haptic. The broken haptic could be caused during the explant process. There were surface residuals (fiber/particles) observed on the lens compatible with handling the lens. No manufacturing defects were found in the returned sample. Diopter measurement was performed with the inspection results showing the lens corresponded to a size 26.0d (diopter) according to product specifications. The cosmetic conditions observed in the returned sample were determined to be associated with a lens that had been explanted during the surgical procedure and has been indicated as operational. The result for optical properties showed that lens met product specifications. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during the manufacture of the lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In emdr follow up #1 - the results code for the manufacturing record review was inadvertently left blank. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.